Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer's blood glucose level. The customer stated that the issue was resolved and declined to provide any additional information or troubleshoot with tandem technical support.